Event description:
A customer contacted beckman coulter inc (bec) regarding equivocal and reactive toxo igg results for a pregnant patient (known as negative for toxoplasmosis) while repeat testing of the patient's sample produced lower results that were negative on a different method. When asked if patient samples were available for investigative testing, the customer reported that there was no remaining patient sample available to send out for additional testing.

Manufacturer narrative:
Qc was performing within the customer's established limits at the time of the event. System check data was not provided. Service was not dispatched for this event. The cause of this event is unknown and could not be determined based on the supplied information.